Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer experienced a software error. At analysis the programmer booted-up to an error. The programmer's hard drive was reconfigured and loaded with updated software. It was also indicated that the system fan was noisy and the power cord bay had broken latch tabs. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer experienced a black screen and error message while attempting to update software via a universal serial bus media. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. There was no patient involvement.